Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the pump touch screen was grey. Reportedly, the customer dropped the pump and the touch screen became grey. Customer is unable to interact with the pump due to the grey screen. Customer's blood glucose was 120 mg/dl. Reportedly, customer reverted to manual injections for insulin therapy.